Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. During functional testing the device opened and closed properly. The device passed functional and dimesional testing. The condition of the returned incident device was not consistent with the complaint of the jaws would not close completely. The most probable root cause could not be confirmed as the returned device was within manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps standard capacity was used during a biopsy procedure of the stomach.according to the complainant, during the procedure, the jaws would not close completely when attempting to bite the tissue. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps standard capacity was used during a biopsy procedure of the stomach.according to the complainant, during the procedure, the jaws would not close completely when attempting to bite the tissue. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps standard capacity was used during a biopsy procedure of the stomach.according to the complainant, during the procedure, the jaws would not close completely when attempting to bite the tissue. The procedure was completed with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.